Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The uncut washer is an indication of either the firing stroke not being completed or the adjusting knob being counter rotated during the firing stroke. The two holes in the donut could be an indication of the distal end of the device penetrating the tissue on two separate occasions, for example, repositioning the trocar during the procedure. Conclusion: based on the photographic evidence and the event description, the belief is that the potential cause of the complication was an incomplete firing stroke. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no washer was received for analysis. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic anterior resection the surgeons used four reloads of device to transect distal part of rectum after mobilization. For anastomosis, one surgeon was responsible for firing the circular stapler and the other was responsible for grasping anvil. Surgeon reported that it was hard to fire and he did not hear the tactile feedback. He was sure that the orange indicator was within the green zone and the safety lock was unlocked. Then he pulled out the circular stapler and checked the donut. The proximal and distal ring was completed but there was another hole in distal ring. Then they did an air leak test to check the anastomosis. There was air leakage and bleeding during the test. Since the position of anastomosis was quite low, the surgeon needed to stitch from trans-anal approach in order to reinforce the anastomosis. The surgeon didn¿t find any staple in anastomosis internally when he was stitching. Then he called the rep to ot to understand what was going on. When the rep found that the washer didn¿t break into two pieces although the blade left a little groove after applying a certain force to the washer. Then the rep invited the surgeon to fire again reattaching the same anvil and stapler after they finish the surgery. Both audible and tactile feedback was noticed. Finally, they did a ileostomy to let the anastomosis to heal.